Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that two nights ago, they hit their back on the railing and now are experiencing bad shocks and twinges in their side that radiates to the hip and buttocks. Patient stated the doctor advised them to shut stimulation off and got an x ray. Patient stated the doctor thought the leads looked ok but wasn't sure if the device is ok. Patient stated when they turned stim back on again, they got a sharp pain at the implant site. Patient stated they also feel a little ball in there where they had hit the device. Even if patient turns stim off, they said they still feel weird feelings in their buttock and hip. Patient stated the doctor told the patient to call the manufacture to see what to do. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the most likely cause/contributing factor to the twinges in the patient side, weird feelings in their buttock and hip was injury to the area. The hcp stated that the replacement surgery was scheduled for (B)(6) 2022. No further complications were reported at this time.

Manufacturer narrative:
H3 analysis of the returned ins (B)(6) the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-mar-25 (B)(6): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that two nights ago, they hit their back on the railing and now are experiencing bad shocks and twinges in their side that radiates to the hip and buttocks. Patient stated the doctor advised them to shut stimulation off and got an x ray. Patient stated the doctor thought the leads looked ok but wasn't sure if the device is ok. Patient stated when they turned stim back on again, they got a sharp pain at the implant site. Patient stated they also feel a little ball in there where they had hit the device. Even if patient turns stim off, they said they still feel weird feelings in their buttock and hip. Patient stated the doctor told the patient to call the manufacture to see what to do. The patient was redirected to their healthcare provider to further address the issue. On 2022-apr-25 (B)(6) (con): additional information was received from the manufacturer representative (rep). Rep reported patient stood up very quickly and forcefully hit the top of their interstim battery on a square metal railing. The area immediately became red and painful. Patient has had uncomfortable stimulation in the buttock area and radiating down right leg along with shocking sensation that goes from battery down to toes. When patient charges device it is hot and feels as if the inside is burning and like their hip was disintegrating. The patient has had their device off since calling manufacturer patient services. Impedance is within normal limits. Healthcare professional (chp) office did an x-ray looks as though lead is still in the same place. Patient is being scheduled for a removal and revision of battery and lead. On 2022-may-02 lfc (hcp): additional information was received from the healthcare professional. It was reported that the most likely ca use/contributing factor to the twinges in the patient side, weird feelings in their buttock and hip was injury to the area. The hcp stated that the replacement surgery was scheduled for (B)(6) 2022. No further complications were reported at this time. On 2022-06-10 an_rp x8 (rep): no new information. 2022-08-18 an_evalx3 (rep): no new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported patient stood up very quickly and forcefully hit the top of their interstim battery on a square metal railing. The area immediately became red and painful. Patient has had uncomfortable stimulation in the buttock area and radiating down right leg along with shocking sensation that goes from battery down to toes. When patient charges device it is hot and feels as if the inside is burning and like their hip was disintegrating. The patient has had their device off since calling manufacturer patient services. Impedance is within normal limits. Healthcare professional (chp) office did an x-ray looks as though lead is still in the same place. Patient is being scheduled for a removal and revision of battery and lead.